Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. During the barostim implant, the patient's pacemaker was reset to 80bpm from dddr60 to suppress the known, existing premature ventricular contractions (pvcs). It was noted that interaction testing was performed at the implant between the ICD and barostim, and no interaction was observed. Since implant, the patient experienced an increase in pvcs up to the mid-30% range. A pvc ablation was performed, estimated in (B)(6) 2024. The pvcs decreased from 35% to 8%. In the opinion of the electrophysiologist, barostim therapy stimulation was causing the increased pvcs, however, neither the heart failure physician or the surgeon was convinced barostim therapy was causing the increased pvcs. It was determined to discontinue barostim therapy for three weeks to determine if barostim was affecting the pvcs. On (B)(6) 2024, barostim therapy was slowly decreased and then turned off. There was no change in the surface EKG for pvcs during the decrease and discontinuation of therapy or the patient's blood pressure. A request was made to have the ICD rep present at the programming to see the internal EKG. As of (B)(6) 2024, barostim therapy remained off. A follow-up was scheduled for (B)(6) 2024 to reassess the pvc burden and create a plan for the patient. It was noted the patient appeared to be class IV and end stage heart failure, and evaluations for advanced therapies would be considered.

Event description:
A barostim system was implanted on (B)(6) 2024. During the barostim implant, the patient's pacemaker was reset to 80bpm from dddr60 to suppress the known, existing premature ventricular contractions (pvcs). It was noted that interaction testing was performed at the implant between the ICD and barostim, and no interaction was observed. Since implant, the patient experienced an increase in pvcs up to the mid-30% range. A pvc ablation was performed, estimated in (B)(6) 2024. The pvcs decreased from 35% to 8%. In the opinion of the electrophysiologist, barostim therapy stimulation was causing the increased pvcs, however, neither the heart failure physician or the surgeon was convinced barostim therapy was causing the increased pvcs. It was determined to discontinue barostim therapy for three weeks to determine if barostim was affecting the pvcs. On (B)(6) 2024, barostim therapy was slowly decreased and then turned off. There was no change in the surface EKG for pvcs during the decrease and discontinuation of therapy or the patient's blood pressure. A request was made to have the ICD rep present at the programming to see the internal EKG. As of (B)(6) 2024, barostim therapy remained off. A follow-up was scheduled for (B)(6) 2024 to reassess the pvc burden and create a plan for the patient. It was noted the patient appeared to be class IV and end stage heart failure, and evaluations for advanced therapies would be considered. As of (B)(6) 2024, it was planned to restart barostim therapy at some point in the future.

Manufacturer narrative:
Cvrx ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2024. During the barostim implant, the patient's pacemaker was reset to 80bpm from dddr60 to suppress the known, existing premature ventricular contractions (pvcs). It was noted that interaction testing was performed at the implant between the ICD and barostim, and no interaction was observed. Since implant, the patient experienced an increase in pvcs up to the mid-30% range. A pvc ablation was performed, estimated in (B)(6) 2024. The pvcs decreased from 35% to 8%. In the opinion of the electrophysiologist, barostim therapy stimulation was causing the increased pvcs, however, neither the heart failure physician nor the surgeon was convinced barostim therapy was causing the increased pvcs. It was determined to discontinue barostim therapy for three weeks to determine if barostim was affecting the pvcs. On (B)(6) 2024, barostim therapy was slowly decreased and then turned off. There was no change in the surface EKG for pvcs during the decrease and discontinuation of therapy or the patient's blood pressure. A request was made to have the ICD rep present at the programming to see the internal EKG. As of (B)(6) 2024, barostim therapy remained off. A follow-up was scheduled for (B)(6) 2024 to reassess the pvc burden and create a plan for the patient. It was noted the patient appeared to be class IV and end stage heart failure, and evaluations for advanced therapies would be considered. Barostim was restarted on (B)(6) 2024. In the opinion of the physician, the patient's pvcs had remained constant while barostim therapy was off and their hemodynamics were better following barostim reactivation. It was planned to continue with the normal barostim titration protocol.

Manufacturer narrative:
As the physician confirmed that the patient's pvcs had remained constant while barostim therapy was off, it is unlikely that barostim contributed to the event. Cvrx ID# (B)(6).

Manufacturer narrative:
The reported device was not returned for analysis. As the physicians involved have differing opinions as to the relationship of the increase in pvcs to the device and turning therapy down and off did not impact the level of pvcs, a device problem could not be confirmed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. During the barostim implant, the patient's pacemaker was reset to 80bpm from dddr60 to suppress the known, existing premature ventricular contractions (pvcs). It was noted that interaction testing was performed at the implant between the ICD and barostim, and no interaction was observed. Since implant, the patient experienced an increase in pvcs up to the mid-30% range. A pvc ablation was performed, estimated in (B)(6) 2024. The pvcs decreased from 35% to 8%. In the opinion of the electrophysiologist, barostim therapy stimulation was causing the increased pvcs, however, neither the heart failure physician or the surgeon was convinced barostim therapy was causing the increased pvcs. It was determined to discontinue barostim therapy for three weeks to determine if barostim was affecting the pvcs. On (B)(6) 2024, barostim therapy was slowly decreased and then turned off. There was no change in the surface EKG for pvcs during the decrease and discontinuation of therapy or the patient's blood pressure.